Event description:
It was reported that the catheter separated at the hub during removal from the pt. The shaft of the catheter remained in the pt, and a surgical procedure was performed to remove it. There were no pt complications. The catheter had been in place for several days prior to removal.